Event description:
It was reported that during a starr procedure, with the first stapler, the surgeon found it difficult to fire it. The firing lever got locked at half stroke, and the surgeon had to press it and release it several times before he was able to make it reach its end-of-stroke. The sound of the cutting washer was "strange", not a clean sound as usual. The stapler successfully cut but only applied staples to half of the staple line. The surgeon had to apply sutures to the other half of the staple line. The second stapler used in this procedure worked properly, but the surgeon did have to apply higher-than-usual force to fire it. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device b: other # = (B)(4) (batch #); serial # = (B)(4); exp date = 08/22/2016. Manufacture date: 9/22/2011. Additional information: requested confirmation that the pph03 was used in a starr procedure. Yes, can confirm. Device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Lot h44m0m (second lot number provided).